Event description:
Consumer reported complaint for hi blood glucose test results. Son is calling on behalf of the customer. Son stated customer had obtained results of hi a few times; fasting/non-fasting was not disclosed. The customer reported feeling weak and tired; medical attention was not needed at the time of the call. Son declined to provide further information. Test strip lot number was not provided.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Unable to perform retention testing a s strip lot number was not provided. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on 11-jul-2023 to ensure that the customer's condition had improved - able to establish contact with customer who stated she was still feeling tired and weak. Customer stated yesterday her blood glucose after taking insulin had gone down to 400 mg/dl non-fasting. Customer stated she had taken the insulin based on the hi result. No medical intervention since the last call was reported; customer stated that she has her regular checkup appointment in august. Note 2: manufacturer contacted customer in a follow-up call on 12-jul-2023 to ensure that the customer's condition had improved and that the initial concern is resolved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. No medical intervention since the last call was reported. Customer stated that the true metrix meter is working as intended.